Manufacturer narrative:
One used burr was returned. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the surgeon noticed metal fragments shedding from the burr. He flushed the joint to remove all the fragments. A back-up device was used to complete the procedure without further incident.